Manufacturer narrative:
Block h6: imdrf device code a150103 captures the reportable event of bands premature deployment.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 devices were used in the esophagus during an esophageal varices ligation procedure performed on (B)(6) 2026 for the treatment of esophageal varices during hemorrhagic shock. During the procedure, only 2 bands could be deployed, and multiple bands were released simultaneously. Several bands were lost in the stomach. There was no difficulty setting up the device. The procedure was completed with another of the same device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.